Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use in the operating room, the gauze was shedding inside patient's cavity. There was no patient injury.